Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up-report will be submitted once the investigation has been completed. No report of patient involvement. (B)(6).

Event description:
The hospital reported, the ventilator was not working. There was no report of patient involvement.

Manufacturer narrative:
A 3rd party service representative advised the hospital biomedical engineer to flip on the circuit breaker switch, and system returned to service.